Event description:
It was reported that the valve was explanted after an implant duration of approximately 6 years due to pulmonary stenosis and insufficiency. The healthcare provider indicated that there was no malfunction of the explanted valve. Per the op report, this patient has had replacement of with rv to pa conduit 3 times. He now re-presented with stenosis and insufficiency of his prosthetic valve. Calcification was noted. The device was replaced with another edwards prosthetic valve. After removing the aortic cross-clamp was then removed. The heart fibrillated requiring defibrillation many times. It was attempted to wean the patient of cardiopulmonary bypass (cpb) 3 times. Due to difficulty resuscitating the heart, it was decided to go back on bypass and put the patient on ECMO. Patient was disconnected from cpb and switched to the ECMO circuit. Intraoperative transesophageal echocardiogram showed a residual moderate aortic insufficiency with good lv and rv function. The patient tolerated the procedure and was transferred to the pediatric surgical heart unit in fair condition.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. The op report documents calcification, which likely contributed to the patient's stenosis and insufficiency. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.